Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cubie did not open. It had made a noise when the customer pressed retry and knocked the latch of the cubie lid, then pressed retry again and tapped under the drawer, but it still did not work. The technical support specialist (tss) had followed the ka and wanted to remote in to disable the zone so the customer could issue medication from another cubie, but the tss was unable log in with the tester application. Despite multiple follow-ups, there was no response received from the customer, so, the tss closed the ticket.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cubie did not open while issuing medication. The cubie made a noise on retry but remained locked despite multiple attempts. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.